Manufacturer narrative:
Concomitant medical products: 452453 lead, implanted on (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance and no sensing of r waves in bipolar configuration, and oversensing of noise in unipolar were noted on the right ventricular (rv) lead during a routine change out procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.